Event description:
A pt was hospitalized for fever, swollen ankles, stomach pain, and back pain while enrolled in protocol tgc-0001 for the use of cryoseal fibrin sealant produced by the cryoseal fs system versus a collagen absorbable hemostat to control bleeding during liver resection surgery. In nov. 2003, the pt underwent liver resection surgery and was discharged four days later after an uncomplicated hospital course. The pt developed fever, swollen ankles, stomach pain and back pain and was readmitted the next day. The pt had signs and symptoms of an upper respiratory infection including productive cough but since pt was admitted pt had a two-day history of right flank pain and periodic chills prior to admission. Pt ws admitted for work-up of possible hepatic abscess. The pt ws afebrile upon admission, and the white blood cell count was slightly decreased. The next day, the hemoglobin (hgb) 8.2 gm/dl (normal 12.0-15.0 gm/dl), packed cell volume 24.5% (normal 36.0-46.0%), serum potassium 3.4 meq/l (normal 0-31 meq/l). On that same date, a posterior anterior and lateral chest revealed minimal tortuosity in the thoracic area. According to medical report, abdominal CT scan revealed a very small fluid collection in and around the liver that was unchanged from a previous MRI. It was felt that the symptoms were related to an upper respiratory infection, not to a liver abscess. The pt was discharged on nov. 2003. The event remains ongoing. The pt's concomitant medications include percocet, ferrous sulfate and colace.